Event description:
As reported by the edwards territory manager, during a transapical tavr case, the 26mm sapien valve embolized into the ventricle. Per report, the valve was positioned correctly but moved ventricular considerably. While a second valve was being prepped, the first valve embolized into the ventricle. The second valve was placed through the embolized valve and deployed successfully with only mild aortic insufficiency noted post deployment. The embolized valve was crushed and retrieved through the apex successfully. The apex was closed and the patient was reported as stable. The implant team was unable to determine the exact cause for the valve moving ventricular; it was considered that the balloon may have pushed off the sinotubular junction (stj) causing the valve to move ventricular. Additional information: the pre-deployment position of the first valve was approximately 60:40 aortic; the final valve position was approximately 90:10 ventricular. The degree of native valve/leaflet calcification was described as severe; the aortic root calcification was described as moderate. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 40 percent.

Manufacturer narrative:
Cine images were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by edwards medical personnel. Observations/impression: observations: · moderate aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mac · poor coaxial alignment with medial bias of the delivery system and valve · fair image intensifier angle (iia) · valve positioned 70:30 aortic. No loss of pacing capture, ventilation held and no movement of the valve noted during deployment. · next image demonstrates an embolized valve into the ventricle and a second valve being positioned across the native annulus. Second valve positioned and deploys in an 85:15 aortic position impressions: contributing factors for lv embolization included poor coaxial alignment, fair image intensifier angle, paucity of leaflet calcification and suboptimal positioning. Additionally, there were no images of the valve post-deployment prior to embolization to assess final position and initial stability. In this case as noted in the imaging review results, patient and procedural factors likely caused or contributed to the event [i.e. Poor coaxial alignment with medial bias of the delivery system and valve, less than optimal image intensifier angle, paucity of leaflet calcification and suboptimal valve positioning].

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case although the exact cause of the event has not been determined, per report, procedural factors likely caused or contributed to the event [i.e. Potentially the balloon pushed off the sinotubular junction (stj) causing the valve to move ventricular and subsequently embolize. The procedure imaging was requested, however to date it has not become available for edwards to review. There is no indication this event was result of dysfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.